Event description:
The advocate stated the customer's glucose was tested using 2 different contour meters and the readings were 15, 33 and 473 mg/dl. The difference between the high and low readings falls in the "e" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. It's not known which readings came from which meter. Control solution was sent for further troubleshooting, so no product will be returned at this time. Replacement meters were sent to the customer.